Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report problems with multiple infusion sets. The customer's blood glucose level was 400 mg/dl. The caller declined to perform the high pressure test due to customer knew the device alarmed no delivery. The caller went through troubleshooting but did not find any anomalies. The customer was advised to call back if unexplained high blood glucose levels persisted. Nothing was replaced or returned for analysis.